Event description:
It was reported that, a purchase of opsite post op packages, was immediately return, because there was no adhesive to the dressings, therefore, the dressings would not stay on. No case involved.

Manufacturer narrative:
H3, h6: we have now concluded our investigation into the complaint reported. The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Potential factors that can contribute to the reported event include raw material quality issue. As the lot number provided is not a valid lot number for this product, therefore a review of the device history record has not been possible. However, there are no indications to suggest that the device did not meet specifications upon release to distribution. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.